Event description:
An (B)(6) male pt called zoll customer support to report that he was getting check therapy pad messages and the electrode belt wires appeared to be damaged. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problems (check therapy pad alarms, damaged electrode belt wires) have been confirmed. Upon evaluation, the distribution node based and cover were cracked. The wires connecting the distribution node to rear therapy electrode were pulled from the strain relief. In addition, the wires connecting the distribution node to front therapy were pulled from the strain relief. The root cause of the problems cannot be positively identified but is likely due to excessive force. Upon replacement of both front and rear cables, the belt was fully functional. No adverse event resulted from the defective electrode belt. The pt received a replacement electrode belt.